Manufacturer narrative:
The reported event of charge timeout was confirmed. Review of the high voltage (hv) charge logs showed the cause of the charge timeout was due to 30 consecutive hv charges on the same day and showed the device functioned within specifications. Bench testing was performed, which included a capacitor maintenance charge, and the device electronics charged the hv capacitors to full energy normally.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, a charge time out was observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.